Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking too long to charge, taking 3 to 4 hours. The patient stated that this has been happening for at least a year (2016). The patient stated that he gets all 8 boxes filled in, sees that stimulation is on, and can charge his implant but that it takes too long. The patient reported he fell off a pickup truck a few years ago but could not confirm what year this started. The patient stated he has tingling down the left leg and numbness. This started after the fall, but he doesn't remember which year this started. They met with the representative at the healthcare provider¿s and the rep had never seen anything like this with it going down the leg. The patient was redirected to their healthcare provider. The patient reported that the pa said they may have to do surgery and check on the battery and possibly replace it. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2017 reporting that the dates for when events occurred were unknown. It was reported that ¿it was taken care of.¿ the patient had gone to the health care provider (hcp) and manufacturer representative who took care of them. The reason it was not charging was that the patient was not putting it on the stimulator properly. This was reported to be the reason why it was taking so long to do anything. The patient was using adhesive discs as well which had made it better. No further complications were reported.